Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after the department nurse turned on, the ventilator indicated abnormal oxygen concentration monitoring data hospital analysis: preliminary inspection indicates aging of the oxygen battery (o2 cell) no patient involvement.